Event description:
A break in the retention dome during traction removal. The indwell time was 122 days. The dome portion was not removed from the pt. The catheter was discarded at the facility.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed one other similar product complaint file(s) from this lot. ((B) (4)).